Manufacturer narrative:
A service call was made. The issue was corrected by replacing the washer module. The customer re-tested the samples; the instrument is operating as expected.

Event description:
Customer reported unexpected negative results with capture-r ready screen 3 (crrs 3) when testing a sample on the galileo.